Manufacturer narrative:
During power up, the unit display froze at the medtronic logo and showed nothing else. In an attempt to swap another known good electrical board onto electrical board the connector between them separated from the board. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the frozen display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 174 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.